Event description:
It was reported that the patient was unable to keep a charge on the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Th explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.